Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 600 mg/dl. Reportedly, an occlusion alarm occurred. Reportedly, customer attempted to addressed their bg with a bolus via the pump, but was unable to bolus due to occlusion and an unexpected reset occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.